Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, messages appeared on the tower displaying "insufflator disabled, please restart system to enable it," and on the robot, "system connecting please wait for da vinci to be ready." Despite performing a power cycle and an emergency power off (epo) of the entire da vinci system, the messages persisted upon powering the system back on. An additional epo of the robot was conducted, and the blue fiber cable was disconnected from the robot, resulting in the robot powering up in standalone mode as expected, showing "not connected to tower." The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site, powered system on and experienced the same problem customer was describing. Fse attempted to review logs to troubleshoot and was unable to view logs, therefore, proceeded with common compute controller (ccc) replacement on vision side cart (vsc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the issue was was confirmed and replicated. In remotefe and artemis, no data was found to indicate that the fault had occurred in the field. Visual inspection found no issue to be related to the event. Unit was installed onto a known good in-house system and system could not power on completely. Power button on the tower kept flashing blue. Unit was tested on the bench programming station and was determined to be bricked. Performed unbricking and installed unit back to system and system was able to power on normally. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the issue is bricked ccc.